Event description:
Dexcom g6 failed 7 days after application resulting in patient inability to appropriately monitor diabetic control. This has happened with 3 of the last four dexcom devices used by the patient. The patient is a physician and is fully aware of using the dexcom device. Ref reports: mw5119208 and mw5119210.